Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system refrigerator was out of range, and the screen was stuck on a blue screen with helmer display. Customer tried to reboot and recover the station, but the issue was not resolved. The customer reported screen was stuck on a blue screen which may cause discrepancy in workflow and moved as a reportable event. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue occurred. A field service engineer confirmed with the customer that the issue was resolved by rebooting the pyxis fridge, followed by rebooting the pyxis unit (power cycle). The system functioned as intended after the customer resolved the issue.